Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? What tissue dehisced? Did dehiscence occur on june 9th or june 10th? Were there any precipitating stress factors that led to the suture breakage?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used to run a subcuticular stich across the incision. The patient went home and the suture snapped. This was not in a high tension area and we had placed several layers of interrupted suture underneath it. The patient returned to the office where doctor reinforced the area where the suture had snapped and the wound had dehisced. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot a manufacturing record evaluation was performed for the finished device mp6456/y426h05 batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. 65 year old female 5'4" 161.5 lbs., bmi: 27.7 bname of index surgical procedure? Excision lower posterior trunk skin and tissue and dog ear excision the diagnosis and indication for the index surgical procedure? Excess posterior and lateral lower trunk skin and tissue with lower abdominal dog ears what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was the suture used? Subcuticalar, intradermal what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? Continuous please describe any surgical intervention required for the wound dehiscence including date and findings. Minor surgery performed the day of surgery, several hours after the patient returned home and returned to the office for dehiscence. I used 3-0 monocryl to re-repair the open wound. Please describe the appearance of the suture during the second procedure. Suture was broken. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No - but we did recently have another 3-0 or 4-0 monocryl that snapped on its own either on first bite or shortly thereafter. But that wasn't this surgery. How was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots what symptoms did the patient experience following the index surgical procedure? Onset date? The re-repair did not hold; therefore, the patient ended up having the dehiscence again a few days later (within one week), so she is now doing normal saline wet-to dry dressing changes twice a day currently with her husband's help. Other relevant patient history/concomitant medications? Patient is healthy otherwise. No medications or other comorbidities what is the physician¿s opinion as to the etiology of or contributing factors to this event? Not sure what contributing factors - this is unusual in surgeon's experience. What is the patient's current status? Stable what tissue dehisced? Subcuticular did dehiscence occur on june 9th or june 10th? Dehiscence occured june 9th were there any precipitating stress factors that led to the suture breakage? None detected attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported¿¿we did recently have another 3-0 or 4-0 monocryl that snapped on its own either on first bite or shortly thereafter. But that wasn't this surgery.¿ was this case previously reported to ethicon? If yes, please provide a complaint reference number. If no, please create a new complaint file to represent this new event. Related medwatch reports: , 2210968-2022-05699.